Event description:
It was reported that a revision surgery was performed due to total hip replacement infection. The synergy size 10 ho stem, the reflection cup 54mm anr the 36+0 oxinium head were removed.